Event description:
The homecare provider (hcp) and the fire dept reported the following: (1) an incident occurred in a pt's home involving a 590 concentrator that resulted in property damage. (2) before taking a nap, the pt smoked a cigarette while receiving oxygen from unit. (3) pt then fell asleep and was awakened by fire next to pt's right ear. (4) pt reached for the cigarette and pulled the oxygen tubing loose which caused the fire to increase. (5) pt attempted to extinguish fire and then called 911. (6) pt received first, second, and third degree burns on face. Pt was taken to the hospital for treatment.